Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be the transmitter and app were unable to establish a connection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of an unknown transmitter issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.